Event description:
Alert high rv threshold with effective crt episodes. Rv and lv pacing. Pacemaker dependent. What might be the issue? D: c. Rellnk r: indeed high rv threshold alert decreasing rv impedance current egm changed suggesting lv pacing only now. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).